Event description:
Event description guidant received information that this left ventricular lead was not implanted because it was unable to be appropriately placed. This patient expired the day after the implant procedure due to cardiac tamponade.